Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: no fragments fell inside the patient during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken teflon pad. The end of the teflon pad was lifted off its slot. Material appeared to be missing from the distal tip of the teflon pad. The sizes of the missing pieces were approximately 0.05" x 0.02" and 0.04" x 0.03". The missing pieces were not returned with the instrument. Failure analysis investigations also replicated the customer reported complaint. For clarification, the instrument failed the initialization when connected to the generator. Error message of ¿replace instrument¿ kept appearing after tightening the instrument on the handpiece of the generator, and the self-test could not complete. There was an additional finding that was not related to the primary failure. The instrument was found with surface damage to the curved blade. Scratch/abrasive marks were found on the curved blade. Damages to the blade are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during self-test. Images of the harmonic ace instrument related to this event were received and reviewed. The images showed that the harmonic ace instrument blade was detached. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the harmonic ace instrument could not be identified. Additionally, the front end of the harmonic ace instrument was broken, and a fragment fell inside the patient. The fragment was retrieved during the same procedure, and it was confirmed that all fragments were retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional/updated information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument performed as intended up until the reported event. The instrument did not make contact with any other instrument or hard material during the surgical procedure. The surgeon was dissecting tissue at the time of the event. The fragment(s) was/were visually located and retrieved during the same procedure, and it was confirmed that all fragments were retrieved. There was no additional surgical procedure required to remove the fragment. The customer performed unspecified post-operative test(s) to check for remaining fragments. The instrument was removed with no resistance through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed that the procedure was completed robotically.